Manufacturer narrative:
Concomitant products: product ID 3889, lot # j0337434v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # j0343723v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
The manufacture representative reported that the lead broke during an explant procedure. As a result, the lead was partially explanted as the doctor left the "broken, partial" lead in the patient and implanted a new lead on the rightside. The patient status was unknown at the time of the report.